Event description:
"S/p b transax subgl gels (? Type/size/MFR-no records) for augmentation. The pt has noticed a l change x 4 yrs, no h/o trauma. It has increasingly distorted to the axilla and "pressured up" 8 mos ago while moving heavy furniture, it worsened. Mammogram and us in 1999 revealed l rupture. In addition over recent yrs, has developed systemic sx's which are progressive. These include arthralgias/myalgias (+ am sitffness), paresthesias, fatigue, sleep disturb, adenopathy, hot flashes/sweats, visual changes, memory loss, sicca, hair loss, rashes, sens sun, choking sens and wgt gain. Pt is otherwise healthy."